Manufacturer narrative:
The reported event of dislodgment, noise, and high threshold was not confirmed. As received, a complete lead was returned in one piece with the helix fully extended and clogged blood/tissue. The helix extension was within specification. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that noise and high capture threshold was observed on the right ventricular (rv) lead. Review of the x-ray appeared that the rv lead was pulled back. The rv lead was explanted and replaced. There were no adverse health consequences, the patient was stable.